Manufacturer narrative:
The device was returned to zoll medical for evaluation. The customer report was observed during initial testing. However, during the review of device log, the customer's report was no longer seen after subsequent self-tests following the event were performed. An internal inspection found a foreign substance on the connector and the battery harness. It is not known how the contamination occurred. The main board and battery harness were replaced as a precaution. The device passed the final test procedure, was recertified, and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device would not power up. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.